Event description:
This case was reported by a consumer and described the occurrence of feeling of paralysis in arm in a (B)(6) female pt who received super poligrip original denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced feeling of paralysis in arm, arm tingling, arm pain, sensation of heaviness in fingertips, strange sensation in arms, shock like sensation in arm from wrist to elbow, numbness in finger, device misuse and product complaint. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the outcome of the events was unk. Consumer described an unusual sensation in arms that feels like a shock from the wrist up to the elbow. Consumer described drug maladministration of using the product more than once a day. Consumer reported product complaint of dentures becoming loose when drinking coffee.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).